Event description:
The male pt received a 3.0x33mm cypher stent implant. Approx six weeks later, he experienced pain across chest, into arm, and up "into base of brain". An angiogram revealed that the stent broke into two pieces and "moved a little." The physician implanted a second stent inside the fractured stent.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.